Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old non-hispanic female patient who underwent breast surgery with two unspecified tissue expanders experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 440cc mentor memoryshape breast implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the med height te w/sut tabs 550cc tissue expander. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the med height te w/sut tabs 550cc tissue expander was found to have a tear at the union between shell and patch on the anterior view. Microscopic examination was performed and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device received is a 550cc mentor cpx 4 breast tissue expander with suture tab lot number is 7698388, catalog number is 3549214. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021 mentor became aware that manufacturing address information was incorrectly submitted in initial report. Manufacturer¿s reference number: (B)(4).